Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2015-00821 pertains to the first resolution clip device and manufacturer report # 3005099803-2015-00822 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip did not release from the catheter to deploy. A second clip was opened; however, the same issue occurred. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported issue of clip failed to release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. There is not enough information to determine the most probable root cause. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.